Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 38mm stent delivery system (sds) was returned for analysis without the stent. The stent was not returned for analysis. The stent was successfully deployed in the patient. The balloon was reviewed. The balloon wings were relaxed and subjected to positive pressure. Dried medium was noted within the balloon. The balloon was inflated using hand held encore inflation device to rated burst pressure (rbp), deflation time was =30 seconds. The balloon inflated and deflated within 6 seconds with no issue. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed damage to the inner shaft polymer extrusion 2mm distal of the bi-component bond. A mid-shaft kink was noted 15mm distal to the hypotube/mid-shaft bond. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿¿the safety and effectiveness of the synergy stent have not been established in the cerebral, carotid, or peripheral vasculature", however the device was used off label for peripheral vasculature. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the tibial trunk artery. A 4.00x38 synergy ii drug-eluting stent was deployed with excellent results. The stent delivery system was attempted to be removed, but when it got up to the non bsc guide sheath, the physician had a hard time retrieving the winged balloon. The physician then took the wire and the stent balloon into the sheath as one unit and the balloon looked flattened. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the tibial trunk artery. A 4.00x38 synergy ii drug-eluting stent was deployed with excellent results. The stent delivery system was attempted to be removed, but when it got up to the non bsc guide sheath, the physician had a hard time retrieving the winged balloon. The physician then took the wire and the stent balloon into the sheath as one unit and the balloon looked flattened. No patient complications were reported.